Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. In addition, it was reported that the customer experienced a blood glucose (bg) level of approximately 42 mg/dl. Cause of low bg was unknown, however, customer reported changes in activity level which may had impacted bg level. Customer was exhausted and drowsy, and required assistance addressing bg level with food. Reportedly, the customer continued to use the pump for insulin therapy.